Event description:
Boston scientific received information that at implant while a whisper wire (exact model number not provided) was advanced for the coronary sinus lead, premature ventricular contractions (pvcs) were induced and sustained monomorphic ventricular tachy cardia was noted. Electrocardioversion was done and no additional adverse patient effects were reported. The system was implanted.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.